Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2008, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 05-feb-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that her first device was replaced due to normal battery depletion and when it was replaced the healthcare provider (hcp) didn¿t replace the one lead that was working, he replaced the lead that wasn¿t working. The patient reported that after the replacement she had both sides working and that last maybe 6 months and how the side that was working with her prior device was no longer working and the other was not; they were now opposite of what they used to be. The patient reported that she met with a manufacturer¿s representative (rep) for reprogramming who was able to bring stimulation to the side that had pain. The patient reported that the left side was working but the right side had the pain, he was able to bring it around to help the right side. Additional information was received from the patient. The patient reported that when she had to have the battery changed in her stimulator, the healthcare provider (hcp) also did a revision of the left lead wire. The patient reported that it was great having the stimulator working the way it was supposed to, but then about a year later she noticed her pain didn¿t seem to be covered as well. The patient reported that a manufacturer¿s representative (rep) said the right lead wire didn¿t seem to be working. There were no changes to the patient¿s lifestyle that she could remember. The patient reported that spinal x-rays were taken and she had c-arm films and the radiologist didn¿t feel that the leads had moved. The patient reported that the rep told her that the right lead wire must have broken. The patient reported that they checked and found out that the hcp didn¿t change the right lead wire when he did the battery change and fixed the left wire. The patient reported that at this time her right sided rib pain was being covered with the left lead wire. The patient reported that the rep told her he wrapped around the coverage from the left wire. The patient reported that her pain coverage wasn¿t quite as good as it was when she had both wires working, but it is what it is. The patient reported that the issue wasn¿t resolved. No further complications were reported.